Event description:
The site reported the ws would not stop moving downward when the radiology technologist (rt) released the keypad movement button. There was no injury to the user or patient.

Manufacturer narrative:
Upon further investigation at the customer site the field engineer (fe) noted that the movement stops if the keypad button is pressed one time and/ or multiple times. It was also determined that the ws may not start moving when the button was pressed one time, and may require multiple button presses. The fe replaced the keypad at this site. The replaced keypad was sent back to carestream in rochester, ny for analysis. A root cause investigation has been completed for this issue. The failure is related to fractured solder joints located between component leg and solder pad on the main circuit board of the ws keypad. These fractures were caused by the force of button pushes directly on the main circuit board of the keypad. Carestream plans to take corrective action to resolve this issue and report this in a plan of corrections and removals to the FDA.